Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) during a procedure performed on (B)(6) 2025. During the procedure, the balloon was unable to deflate. It was also reported that the balloon was left outside of the scope. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.